Event description:
It was reported that the rigid video scope had error message appeared on the screen. The issue was found during a setting up the device for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 occurs and therefore no image is displayed, and the outer tube (thermistor) is broken and therefore error 104 occurs. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.